Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed. Postop x-rays identified no significant findings with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - item#: 110010244 / g7 osseoti 3 hole shell 52mm e; lot 6424109. Item#: 010000935 / g7 hi-wall e1 liner 36mm e; lot #: 6374859. Item#: 193111 / echo b-mtrc mp fp ho 11; lot #: 163920. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient developed severe pain requiring medication approximately two years post initial right total hip arthroplasty. Upon receipt of the medication, the issue was resolved approximately one month later. Attempts have been made and no further information is available.